Event description:
It was reported that during a cardioversion treatment, the device lost the pt connection and displayed the "connect paddles" message. The device end-user, a nurse, wiggled the therapy connector and the connection was reestablished momentarily but was lost again. The reporter informed that there was a second back up defibrillator readily available during the event, but it was not needed. The patient was in a stable condition and the device use did not have any adverse effects. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B) (4): physio- control provided the customer troubleshooting assistance and recommended therapy cable replacement to remediate the reported problem. Follow up with the customer found that the biomed replaced the therapy cable and returned the device to service. The removed therapy cable was not returned to physio-control for evaluation. Therefore, further investigation could not be performed.